Event description:
Information was received indicating a failure with 36 ml left when a smiths medical, cadd medication cassette was attached. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).